Manufacturer narrative:
This case is still under investigation.

Event description:
After essential tremor treatment patient experienced gait and balance difficulties (imbalance). According to the treating physician, thirteen days post treatment, the patient is improving but still has gait and balance difficulties.

Event description:
After essential tremor treatment patient experianced gait and balance difficulties (imbalance). According to the treating physician, thirteen days post treatment, the patient is improving but still has gait and balance difficulties.

Manufacturer narrative:
The retrospective analysis has not indicated any technical failures of the system. Treatment parameters were in line with the typical range. The system performance was found to be to spec and as expected. No new risk has been recognized.